Event description:
The customer reported that a replacement bag went dry and that the machine triggered an alarm for air in blood. The air was removed via the deaeration chamber. There was no pt harm or clinical consequence reported as a result of the reported event.